Event description:
It was reported that during a stenting treatment procedure, shaft break occurred. Vascular access was obtained via right femoral artery. The 2.25 x 20mm, de novo, 80% stenosed target lesion was located in the severe calcified and moderate tortuous left anterior descending (lad) artery with more than 45 and less than 90 degrees bend. The lesion was predilated with a 2.0 x 20mm apex balloon catheter. A 2.50x28mm promus element stent delivery system was selected to treat the lesion. During advancing, the shaft was fractured when crossing the lesion. They were able to retrieve the broken shaft by a "capturing" device. The physician changed with another of the same device to complete the procedure. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft break occurred. Vascular access was obtained via right femoral artery. The 2.25 x 20mm, de novo, 80% stenosed target lesion was located in the severe calcified and moderate tortuous left anterior descending (lad) artery with more than 45 and less than 90 degree bend. The lesion was predilated with a 2.0 x 20mm apex balloon catheter. A 2.50x28mm promus element ¿ stent delivery system was selected to treat the lesion. During advancing, the shaft was fractured when crossing the lesion. They were able to retrieve the broken shaft by a "capturing" device. The physician changed with another of the same device to complete the procedure. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the hypotube was kinked just distal to the manifold strain relief, with two minor kinks further distally. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).